Event description:
This is the second of two reports for the same patient involving two separate devices. Refer to MDR number 9611594-2015-00081 for the first report. It was reported that the doctor performed an emergency intubation in the neuro intensive care unit and had trouble distinguishing whether the pilot balloon was accurate (the balloon was not inflated) or if there was a leak on the first device. After determining there was a leak, the endotracheal tube was replaced with a second endotracheal tube. Approximately an hour later, the doctor was called back to the intensive care unit to re intubate the patient again for a cuff leak on the second device. Both intubations were smooth and did not seem to have any difficulty passing. The glidescope was used and the endotracheal tube was exchanged over a bougie. On inspection, both tubes had large tears/breaks in the same spot on the balloon. The doctor placed a different endotracheal tube for the third time and all went well.

Manufacturer narrative:
(B)(4). The actual product was not returned for evaluation by the customer. A review of the device history record is not possible as no lot number was provided, and a root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).